Event description:
It was reported that the patient received inappropriate therapy during use of a chainsaw. Review of episodes indicated the right ventricular (rv) lead with t-wave oversensing (twos) and noted reduced r-wave. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).